Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 lead, implanted: (B)(6) 2004; 694765 lead, implanted: (B)(6) 2012. (B)(4). Evaluation summary: analysis of the device memory indicated atrial oversensing, and that the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that preoperatively during a routine generator change-out procedure, device interrogation showed that a right atrial (ra) lead integrity alert (lia) had been triggered for high impedance. Noise was also seen during atrial fibrillation episodes stored on the device as well as with pocket manipulation on electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.